Manufacturer narrative:
Log file analysis: log file analysis from the reported event date were not available. However, the logs available did not show indication of electrical fault alarms. Controller (B)(4) was not returned for evaluation or analysis. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since log files from the reported event date were not available for analysis. There are no apparent contributing clinical factors to the reported event. With review of the reported information and no analysis of the device, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the "patient reported several alarms on his controller due to electrical default and due to the incapacity of the controller to recognize batteries the controller was electively exchanged." No additional information provided. Investigation is ongoing.